Event description:
As reported, deployed device and had immediate hemostasis. When they looked at the post image they saw a dissection above the device site. They went in with a balloon, then they took a post image after the balloon and everything looked good.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram videos and photos were submitted and reviewed by the investigative team. The angiograms revealed the presence of dog-boning indicative of an occlusive dissection. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. A higher positioned access was gained utilizing ultrasound and micropuncture. The arteriotomy was 7.5-8mm, no calcification or tortuosity, and a depth measurement of 4.5cm + 1cm. No issues were encountered advancing or withdrawing of the procedural sheaths. When the initial procedure device was being removed the guidewire also came out. Following deployment, hemostasis was immediate; however, a post angiogram indicated a dissection superior to the manta site. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. Balloon inflations were applied, a follow up angiogram indicated flow had returned and everything looked good. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage and vessel laceration or trauma.